Event description:
During device preparation for the av node ablation procedure, it was noted that the dilator did not fully advance to the end of the sheath. The dilator was removed from the sheath and put next the sheath, where it was noted the dilator was shorter than the sheath. The device was exchanged, and the new agilis was successfully flushed and prepared. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Fsca:2182269-04/16/24-001-r.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h7. One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The length of the dilator did not meet the length tolerance specifications, and when inserting the dilator into the sheath it was noted that the dilator was not long enough to exit the distal tip of the sheath.